Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid circumflex artery with moderate tortuosity and mild calcification. Pre-dilatation was performed. During deployment of the 3.0 x 38 mm xience prime stent, a proximal dissection occurred. A 3.0 x 18 mm xience v stent was implanted for treatment. The patient had a good outcome and there was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency